Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2017 approximately 6 years and 1 month after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: (B)(6), 234-02-02 - optetrak asy,ps cemented femoral, sz 2, (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 200-04-22 - cemented finned tib. Tra sz 2f/2t. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.h6: corrected health effect, medical device, and investigation clinical codes.